Event description:
A registered nurse reports that due to direct and indirect exposure to latex gloves she has developed an allergy to latex. She states that she was exposed to gloves made by several different glove manufacturers.